Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote support service (rss) and the screen was black. A field service engineer (fse) found that windows did not boot. The fse navigated to the boot sequence and found that the hard drive was not seen as an option. The fse installed a preimaged pas version 10 1.6.1 hard drive. The fse synchronized the device to the server and verified proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen went black and remote support service shown offline, which located on wpkora1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date & manufacturer narrative. A review of the device history record for sn 15526815 was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen went black and remote support service shown offline, which located on wpkora1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.